Event description:
Event description boston scientific crm received information that this device was providing a longevity estimate of 2.5 years remaining. The physician expected 4-5 more years. The right ventricular (rv) lead has an impedance measurement of 1000 ohms. Additional information was received that the atrial pacing amplitude was lowered which increased the estimated longevity from 2.5 to 3.0 years remaining. The physician recommended normal follow-ups for the device. Information was later received that this device was explanted approximately four years later due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
This device and lead remain implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
--

Event description:
--